Event description:
It was reported that during preparation for a percutaneous transluminal septal myocardial ablation (ptsma) procedure, the polymer sleeve of the guide wire had "come off." The intended lesion location was in the septal branch. During shaping of the guide wire tip, the physician noted that the polymer sleeve had "come off." Therefore, the procedure was completed with a different device. There was no pt contact with the device. Pt status is listed as "good."